Event description:
It was reported the patient presented to the emergency department with bradycardia. Upon interrogation, it was discovered the leadless pacemaker exhibited high pacing impedance and high capture thresholds that resulted in loss of capture. The leadless pacemaker was explanted. The patient was in stable condition.